Event description:
On (B)(4) 2012, it was reported that on (B)(6) 2012, the pt was hospitalized and discharged on (B)(6) 2012. Her blood glucose level was 700 mg/dl when she was admitted to the hospital; her normal range is 70-120 mg/dl. She was treated with an IV of insulin and antibiotics. The antibiotics were for an infection. She had diabetic ketoacidosis when she was admitted to the hospital. The hospital did not allow the pt to use the infusion device while in the hospital. The pt feels that the infusion device is working properly. But that she was experienced elevated blood glucose levels because she is not consistently wearing the infusion device. No product has been requested to be returned at this time.